Manufacturer narrative:
Device not returned.

Event description:
It was reported that the patient expired. Reportedly, the patient had heartvalve replacement in 2008 of edwards model 2650. (Refer to medwatch number 6000002-2008-06496). Reportedly, that device was explanted due to endocarditis and stenosis. The specific reason and date of the patient's demise was not indicated. The status of the device was indicated as explanted, however, the review of the op report provided did not indicated that it had been removed. It appears that the health provider may have been referring to the previous implant. The status of the device is unknown.